Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a broken reservoir tube lip.

Event description:
It is reported that the patient's insulin pump is only showing partial display. Patient's blood glucose level is 161mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.